Manufacturer narrative:
Patient information and device information were not provided. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Additionally, a date of death was not provided. The date of death entered is the notify date. Without a lot number or device serial number, the manufacturing date cannot be determined. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported from the patient's son that the patient died as a result of the implantable cardioverter defibrillator (ICD). No additional information was provided.